Event description:
It was reported that in (B)(6) 2013 the patient had a large csf leak with accumulation of approximately 150cc in the lumbar subcutaneous area which required a blood patch. The patient status was reported as 'alive - no injury/no adverse event.' The pump was delivering prialt.

Event description:
Additional information was received and it was reported that the patient had an intrathecal pump placed. The patient was found to have a seroma after the pump was placed.

Event description:
The following information was reported in error: [it was later reported that the hcp opened up the spinal incision and cut out and removed the distal (intrathecal) section of catheter. He removed 38 cm of catheter and the anchor then tied off the pump segment with a couple knots/sutures in the spinal incision. He elected to leave drug in the pump and programmed the pump to minimum rate. The patients system is currently not intact and the patient is not getting therapy.] The information has been reported in manufacturer's report #3004209178-2013-07865.

Event description:
It was later reported that the hcp opened up the spinal incision and cut out and removed the distal (intrathecal) section of catheter. He removed 38 cm of catheter and the anchor then tied off the pump segment with a couple knots/sutures in the spinal incision. He elected to leave drug in the pump and programmed the pump to minimum rate. The patients system is currently not intact and the patient is not getting therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).